Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received a data review request due to noise. The associated lead is a non boston scientific product: noise with oversensing did contribute to asystole however, no adverse patient effects were reported. The technical services data analysis confirmed noise appeared to be myopotential in nature and recommended the patient return for an in-office follow-up. To data no system changes have been reported.

Event description:
Subsequent information reports the non boston scientific lead was surgically abandoned and another lead implanted for pace and sense therapy. No adverse patient effects were reported and the associated boston scientific device, remains implanted and in service.